Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. Additionally, it was reported that cartridge change errors occurred during the load sequence and that . Customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 126 mg/dl.